Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant loss of capture (loc) on the right ventricular (rv) lead was seen on the telemetry monitor. A revision procedure was performed where slack was added to the lead. Later that afternoon rv loc was once again seen on the telemetry monitor. A second procedure was performed where this rv lead was explanted and a new active fix lead was successfully implanted. It was believed that the rv lead had micro-dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.